Manufacturer narrative:
Event date: (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer transfer set had leaked. The event occurred during priming while the patient was connected. The home patient stated that the leak was from the connection between the patient line and the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.